Manufacturer narrative:
A complete lead was returned in one piece, measuring 52.5 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for pacemaker implant surgery. During the procedure, the physician found that a lead could not sense. It was suspected that the issue might be caused by the bridge line. The physician used another lead to complete the procedure. The patient was stable.